Event description:
It was reported that the anesthesia system failed the safety valve test during system checkout. There was no patient involvement. Manufacturer's reference #:(B)(4).

Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia machine was inspected on site by our field service engineer (fse), the safety valve was found to be defective, and the fse resolved the reported failure by replacing it. It then passed all functional and safety tests and was released for clinical use. The safety valve was returned for investigation. The safety valve was installed in a test system for testing. Successful system check out was performed before and after a series of individual tests of the safety valve without any issue. The reported issue was unable to reproduce. The safety valve protects the patient from high pressures. If the pressure is too high the safety valve opens and fresh gas is let out to evac to decrease the inspiratory pressure. Our conclusion based on the field service engineer investigation is that the replaced safety valve was the cause of the reported issue. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20, d4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200, d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4), h4 ¿ manufacture date - previous manufacturing date: 12/10/2016, corrected manufacturing date: 11/24/2016.